Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient reported they are going to the bathroom more since 3-4 months ago. Patient reported they feel a vibration on the bladder. Patient stated they saw healthcare provider who told them to call manufacturer representative (rep)  for reprogramming. Patient asked if anyone has called regarding programming. Patient mentioned that healthcare provider (hcp) told them that other patients have the same issue. Agent asked patient to connect with the controller and controller show implanted neurostimulator 70%, controller 80% charged. Patient service assisted patient with decreasing the stimulation on group a, p1 @ 9.9v and patient said they can tell a difference with the stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they were told to lower the remote number and it has helped.

Event description:
Additional information was received from the patient (pt) stating the stimulation is too high and wanting help turning the stimulation down. Patient re-reported that its too high because it feels like its stimulating their bladder. During the call, patient was able to turn the stimulation down to a comfortable level.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.